Event description:
A report was received that the patient had difficulty charging the ipg. The physician found out that the battery was placed too deep. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician found out that the battery was placed too deep. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken.